Manufacturer narrative:
Device was returned due to patient death. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, and no issues were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri) level and within expected longevity.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.